Event description:
The report received from the affiliate indicated that approximately two (2) years after the index procedure the patient was admitted after having chest pain for over three (3) hours and then shock. The patient had two cypher select stents implanted during the index procedure. A cypher select 3.0 x 28mm stent was implanted in the proximal lad and a cypher select 2.75 x 33mm stent in the mid lad. The stents were implanted in overlapping fashion. The patient's left anterior descending (lad) artery was found to be thrombosed proximally. Additionally the mid lad 2.75 x 33 stent was noted to be fractured/separated. The physician stated that the fractured 2.75 x 33mm stent appeared to make the vessel appear to be out-of-line. There was no reported evidence of myocardial bridging. The stent fracture was found to be flow limiting. Ivus was not done. Attempts to revascularize the patient were not successful. The patient was taken for emergent cardiac surgery. Two (2) vessels were bypassed. At the time for the initial report, the patient was reported to be unconscious without recovery in the intensive care unit (ICU). Subsequent additional information later stated that the patient had recovered and was awaiting discharge from the hospital.

Manufacturer narrative:
The initial report and the additional information obtained indicated that the target lesion for the index procedure was the mid/proximal lad. The lesions were not reported to be difficult to access. Lesion #1-1: the target lesion was the mid lad. The lesion was reported to be: a 60% stenosis, and diffusely diseased. A cypher select 2.75 x 33mm stent was implanted at 12 atm. The stent was not post-dilated. Ivus was not done. Lesion #1-2: the target lesion was the proximal lad/first diagonal. The lesion was reported to be: a bifurcation lesion, a 99% focal stenosis, a sub-total occlusion, and timi 1 flow pre-procedure. A cypher select 3.0 x 28 mm stent was implanted at 12 atm. The stent was not post-dilated. The patient was discharged after the index procedure on aspirin and plavix for dual antiplatelet therapy for approximately one (1) year. After one year only aspirin was prescribed. The patient was reported to not be compliant with the antiplatelet therapy. At approximately six (6) months after the index procedure, follow-up angiography was done and no evidence of stent fracture or restenosis was found. Please note that device (lot# unk) is distributed outside the united states, however, it is similar to the united states product. The products are not available for evaluation and testing. The clinical impression has been amended to reflect newly received information. A report was received indicating two cypher select stents were associated with very late stent thrombosis and one was associated with stent fracture. The event involve a female with unknown medical history. The indication for initial admission to hospital is not known. A coronary arteriogram revealed a calcified, eccentric, type c lesion at a bifurcation in the proximal to mid left anterior descending (lad) artery. The mid lad had diffuse stenosis up to 60% and the proximal lad had focal stenosis of 99%. Additionally, there was 30% diffuse stenosis of the distal left circumflex and diffuse 50% stenosis of the proximal right coronary artery. According to the IFU, cypher select is indicated for use in discrete lesions. A 3.00 x 28mm cypher select stent was implanted in the proximal lad at 12 atm and an overlapping 2.75 x 33mm cypher select stent was implanted in the mid lad at 12 atm. Post-dilation was not conducted. Pre and intra-procedural medications were not specified however, the patient was discharged on asa and plavix with discontinuation of plavix two years following cypher implantation. The patient underwent a follow-up coronary angiogram six months following the index procedure revealing no problems. Approximately two years following the index procedure the patient experienced chest pain and shock and underwent a repeat coronary angiogram. This revealed thrombosis of the proximal lad and the 2.75 x 33mm cypher stent previously implanted in the mid lad was fractured. The fractured stent was reported to "make the vessel out of line" and was flow limiting. Attempts to revascularize the vessel were unsuccessful and the patient went for emergent two-vessel coronary bypass surgery after which the patient remained "unconscious without recovery". Updated information later received indicated the patient did become "stable" and is expected to be discharged from hospital. The cypher stents remain implanted in the patient and thus not available for evaluation. The lot numbers of the involved cypher stents are not known and so a device history records review was not conducted. Thrombosis is a known potential adverse event following stent implantation. Based upon the information provided, it is not possible to conclusively determine the cause of the fracture and thrombosis however, there are lesion factors that may have contributed to it. There is no more information indicating the events were design or manufacturing related. This is one of two products used during the same procedure. Please reference MFR report #9616099-2007-01906 and #9616099-2007-01907. Please not that this is the initial/final report for this product.